Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. The customer's blood glucose (bg) level was 290 mg/dl and an insulin injection was administered to lower the bg level. Reportedly, there was a delay in clearing the altitude alarm.